Event description:
"Pt has penile prosthetic device due to vasculogenic impotence. He underwent revision of device 4-6 months ago. This device became infected as manifested with pain requiring surgical removal. Pt is diabetic so another device not implanted."